Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10: h4: the device lot 21e020 was manufactured from may 3, 2021 - may 4, 2021. H4: the device lot 21e021 was manufactured from may 4, 2021 - may 5, 2021. H10: the actual device was not received for evaluation; however, a device from lot 21e021 was received. Visual inspection on the returned sample noted a non-baxter red luer cap was attached to the folfusor unit. A functional leak test was performed on the unit by filling the bladder with green color water to the nominal volume. After fill and prime, to ensure the non-baxter red luer cap is securely connected to the folfusor, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. Thereafter, the folfusor unit was being monitored until the next day. The next day, no evidence of leak was observed from the non-baxter red luer cap. Baxter's blue winged luer cap was also leak tested on the folfusor unit and no evidence of leak was found. The reported condition of leak was not verified. The device for lot 21e020 was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during filling; further described as "reflux of product at the time of injection into the diffuser." There was no patient involvement. No additional information is available.